Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the asymptomatic patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (reported to physician). The sample was retested on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). The sample was retested again on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Sample 1 was collected from the asymptomatic patient on (B)(6) 2021 and tested on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive (reported to physician). The sample was retested on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). The sample was retested again on the same day using xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of the provided data from the customer for the initial test showed normal curves consistent with the presence of targets. Data for the repeat test showed no evidence of amplification. Pcr raw data shows no evidence of product malfunction. The likely root cause is contamination and/or carryover. The customer confirmed there was no death, injury, or deterioration in health related to the discrepancy. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.